Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to pseudotumor and elevated cobalt and chrome levels. Intra-operatively, black debris was noted on the trunnion after the well-fixed femoral head was removed. The head and liner were revised. Rep confirmed that there are no allegations against the revised liner. Rep also reported that pictures and revision usage can be provided, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Correction: d6b. Explant date removed as device remains implanted. Reported event: an event regarding altr and abnormal ion levels involving an accolade stem was reported.the event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted -clinician review: no medical records were received for review with a clinical consultant -device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to pseudotumor and elevated cobalt and chrome levels. Intra-operatively, black debris was noted on the trunnion after the well-fixed femoral head was removed. The head and liner were revised. Rep confirmed that there are no allegations against the revised liner. Rep also reported that pictures and revision usage can be provided, and that no further information will be released by the hospital or surgeon.